Event description:
Pacemaker attached to pt in response to sinus tachycardia. Unit configuration was dual set up. Pacemaker turned on. Physician reported that pacer did not work. CPR was performed. Pt expired. Upon examination of pacemaker it was noted that the pin connection at the ventricle negative terminal was not making contact. X-ray of pacemaker revealed that contact was in open position with spring extended.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: connection or adapter failure loose, corroded, broken set. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.